Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x9502r. Additional information was requested and the following was obtained: "did device not feed clips? No, it did, but not properly. Did device feed clips sideways? I couldn¿t check that. Did device not fire clips (jammed)? It fired clip, but it didn¿t make proper shape. Did device fire malformed clips? Yes. Did device fire scissored clips? I couldn¿t check. Did device drop or eject clips? No it didn¿t". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no damage to the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was disassembled to evaluate the condition of the internal components and the feedbar was found damaged, causing the firing issue. 15 clips were found inside the clip track. Although no conclusion could be reached on what caused the damage to the feed bar, it is possible that the device was clipped over a hard object resulting in higher force to fire, subsequently damaging the mechanism. Please note that the instructions for use contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, the clips didn't load properly before firing. When firing, the clips flipped. No patient consequences.